Event description:
The complainant reported that an impella 5.5 pump was implanted for circulatory support. During therapy, the placement signal disappeared unexpectedly, triggering a placement signal unreliable alarm. Troubleshooting confirmed that positioning was correct, and all cables were properly seated without visible kinks. As the issue persisted, the user was advised to silence the alarm and monitor motor current during support. The device was successfully weaned and explanted, and no patient harm was reported.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. There is no data available on constellation for the second half of the case during which the complaint occurred. The optical signal issue occurred on day 63 of support. The 5s parameters were of the returned pump were tested and were within specification and the placement signal not reliable alarm reproduced. Light came out at the sensor in the optical continuity test. The pump was pressure tested in the uson and the pump did not hold the correct pressure. The sensor was removed and there was etching of the silicone observed. The cause of the optical signal issue was sensor silicone wear. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.